Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, threaded the snare through the scope and opened it to capture a polyp. When attempted to close the snare around the polyp, they heard and felt a snap. It was unable to close to remove the polyp from the scope, so pulled the snare out while it was still open. The procedure was completed with another captivator small hexagonal stiff snare device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, threaded the snare through the scope and opened it to capture a polyp. When attempted to close the snare around the polyp, they heard and felt a snap. It was unable to close to remove the polyp from the scope, so pulled the snare out while it was still open. The procedure was completed with another captivator small hexagonal stiff snare device. There were no patient complications reported as a result of this event. Additional information received on november 12, 2024: the anatomy location is colon.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop break. Block h2 (additional information): block b5 has been updated based on the additional information received on november 12, 2024.